Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73a1700701 was manufactured on 02/07/2017 a total of 288 pieces. Lot was released on 02/08/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the device was received with its trigger partially engaged and a clip partially loaded into the jaws. The rotation tab is bent and something appeared to be bent in the slot of the channel near the jaws. The outer tube was also slightly bent. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the trigger was unable to return to its original position. The trigger is stuck in the second half of its cycle. Due to this, the jaws were unable to other remarks: reopen and release the partially loaded clip. The device was disassembled to look at the internal components. Upon disassembly, it w as found that the ratchet on the left handle was damaged which prevents the trigger from returning to its original position. In addition to the damaged ratchet, the first channel tab was bent and the channel box section tab was also bent. The damage to the channel box section tab is the damage seen through the slot in the channel before taking the device apart. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The damages observed all contributed to the device being unable to properly apply clips. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaints of "clip misfire" was confirmed based upon the sample received. One device was returned. The device was found to have damages to multiple parts. The rotation tab, first channel tab, channel box section tab, and outer tube were all bent. Additionally, the ratchet on the left handle was damaged which prevented the trigger from returning to its original position. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that the clips were unable to fire from the device due to the damages observed to multiple components. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event .

Event description:
The 2nd clip could not be loaded to the device properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The 2nd clip could not be loaded to the device properly. There was no patient injury.